Event description:
It was reported that the epicardial left ventricular lead had frequent high thresholds, high impedance and a possible fracture was noted. The lead was turned off and later capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6981m adaptor, implanted: (B)(6) 2004; 6947-58 lead, implanted: (B)(6) 2004; 4076-45 lead, implanted: (B)(6) 2004. (B)(4).